Manufacturer narrative:
An investigation will be performed and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4). .

Event description:
It was reported from the office of houston uptown dentist that an xtra-silent nite slide-link appliance experienced broken knobs. The patient was reported as a 40-year-old female. Oral hygiene was reported as good. The appliance was delivered in 2025. The onset of symptoms and the date the patient presented with the issue were both reported as 03/2026. No persistent pain or soreness of the temporomandibular joint was reported. The patient discontinued use of the device in 03/2026. The patient followed the cleaning and storage directions per the device instructions for use. No permanent injury or additional medical or surgical intervention was reported. The appliance was not replaced.